Manufacturer narrative:
Result: the px slim microcatheter had no visible damage. A 0.025" mandrel was introduced through the hub of the px slim microcatheter and advanced distally out of the distal tip without an issue. Conclusion: the complaint has been evaluated. The complaint indicates that the coil could not advance through the px slim microcatheter due to resistance. The resistance prevented the coil from moving forward. Evaluation of the returned device could not confirm the issue described in the complaint. The pxslim microcatheter was fully functional. Evaluation of the returned coil showed damage likely related to attempts to remove the device from the catheter against resistance. The coil was detached from the pusher assembly due to a break in the distal tip at the location of the ddt. This damage likely occurred after the catheter and coil were removed from the patient. There were no issues with the coil or the catheter identified during the investigation that would suggest an issue with compatibility. The kinks in the pusher assembly are related to attempts to push the coil into the catheter against resistance. The cause of the resistance could not be determined from the description of the complaint or investigation of the device. The resistance may have been caused by vessel tortuosity. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00617.

Event description:
The patient was undergoing a coil embolization procedure in the right superior gluteal artery using a penumbra coil 400 and px slim delivery microcatheter. During the procedure, after 37 coils were successfully deployed through a px slim delivery microcatheter, a penumbra coil 400 could not advance through the px slim delivery microcatheter due to resistance. The px slim delivery microcatheter was removed and flushed with saline and yet, the penumbra coil 400 could not advance. A new penumbra coil 400 and px slim delivery microcatheter were used and the procedure continued successfully. The patient is well and there was no report of an adverse effect on the patient. Physician's comment: I am not sure the cause. I refrained from the use of the devices owing to resistance.